Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). No product will be returned per customer. The complaint of luer detached at connection could not be confirmed due to the product was not returned for evaluation. The root cause of this failure could not be determined.

Event description:
Customer reported the following: patient had been up to the washroom during infusion and IV detached as she was returning to her chair. Customer states luer lock seems to have "backed off" and become detached. No patient harm was reported and no medical intervention was required.